Manufacturer narrative:
Qn#(B)(4).

Event description:
We elected to place a temporary hd catheter in the femoral vein on the r because of access issues. We were able to easily access the vein using us guidance. We thread the wire and confirmed venous placement. A large skin incision was made to accommodate the dilators and catheter. The problem began upon dilation. We encountered more resistance than expected during dilation and upon trying to advance the catheter on the first attempt. I attempted to advance the catheter myself but was unsuccessful. At that time, I elected to pull the catheter out, change try another kit. I threaded a catheter over the wire, removed the old wire which had a very small kink and replace it with a new wire. I then re-dilated with both dilators and then tried to advance the new 20cm 14f hd catheter. I was unsuccessful. I met a significant amount of resistance, approximately 8-10cm in, and despite many maneuvers to advance, I was unsuccessful. The catheter was too soft and would start to kink under the skin. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided two photos for analysis. The complaint of catheter tip damage was not able to be confirmed by the photos. No obvious damage was observed on any portion of the catheter. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The customer report of a catheter tip damage could not be confirmed by visual inspection of the customer supplied photos. No obvious damage was observed on any portion of the catheter in the provided photos. Additionally, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
We elected to place a temporary hd catheter in the femoral vein on the r because of access issues. We were able to easily access the vein using us guidance. We thread the wire and confirmed venous placement. A large skin incision was made to accommodate the dilators and catheter. The problem began upon dilation. We encountered more resistance than expected during dilation and upon trying to advance the catheter on the first attempt. I attempted to advance the catheter myself but was unsuccessful. At that time, I elected to pull the catheter out, change try another kit. I threaded a catheter over the wire, removed the old wire which had a very small kink and replace it with a new wire. I then re-dilated with both dilators and then tried to advance the new 20cm 14f hd catheter. I was unsuccessful. I met a significant amount of resistance, approximately 8-10cm in, and despite many maneuvers to advance, I was unsuccessful. The catheter was too soft and would start to kink under the skin. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.